Event description:
It was reported that the interrogation prior to the procedure showed that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Furthermore, the ra lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.